Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, and "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed within the investigation window. A global receiver test was performed and resulted in no failures related to the patient's complaint. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.